Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer had an error message and would not boot. The printed circuit board was out of electrical specification. Corrosion was also noted on different parts, including the top case and keyboard compartment. (B)(4).

Event description:
The programmer was returned, analyzed, and tested out of specification during manufacturer's analysis. There was no patient involvement.